Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is does not turn on. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with oral medication. One day prior, in the afternoon, the patient was not able to test his blood glucose due to the power issue. That evening, the patient went to his pharmacy to have the battery replaced on the subject meter. However, the patient noted that pharmacy inserted the replacement battery up-side-down in the subject meter. In the evening time, the patient reportedly was still unable to obtain his blood glucose on the subject meter. The patient did not take any action in regards to diabetes treatment as a result of the power issue. Sometime after the power issue began, the reportedly patient felt dizzy and fell on the floor. The patient's daughter provided the patient with some fruit to eat. The patient reportedly felt better. The patient did not test on any other device at the time of concern. During troubleshooting, the customer care advocate verified that the battery was not correctly installed in the subject meter. This complaint is being reported because the patient claimed he could not obtain a blood glucose reading due to an incorrectly installed battery/power issue and subsequently had symptoms that can be associated with hypoglycemia. Furthermore, the patient claimed he received treatment suggestive for hypoglycemia. Replacement products were sent to the patient.